Event description:
A 3.0mm diameter x 30mm length medtronic ave gfx2 stent was inserted into the right coronary artery. It was not possible to cross to the distal target lesion due to calcium in the mid-coronary artery. The stent and delivery system were withdrawn back into the guide catheter, and there was an add'l attempt to cross the lesion with the stent. The second attempt to cross the lesion was unsuccessful. The stent and delivery system were withdrawn to the guide catheter where it was noted that the stent had moved distally on the balloon and was partially dislodged. Therefore, the stent and stent delivery system, guide catheter, and guide wire were pulled back to the femoral sheath where the stent dislodged at the sheath tip. A snare was inserted and the stent, sheath, and the catheter were pulled back as a single unit through a groin incision. It was necessary to perform a cut down procedure to successfully remove the stent. There was no further attempt to treat the target lesion at this time. Residual stenosis to target lesion was 40 - 50%. There were no add'l clinical sequelae reported relative to the event.